Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
A notification was received via abiomed's long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular tachycardia with a "possible" relationship to the impella device used: " on (B)(6) 2023: va ECMO decannulation w l cfa and cfv repairs, protek duo w oxygenator inserted c/b vtach in or which was treated w amio". The patient recovered with sequelae. If was further reported that the patient expired while on impella 5.5 support. The procedural outcome was the patient survived surgery.